Event description:
It was reported that during post op, the right atrial (ra) lead dislodged. The lead was repositioned and it remain in use. No patient complications have been reported as a result of this event.